Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 21029625. Medical device expiration date: 2024-02-11. Device manufacture date: 2021-02-09. Medical device lot #: 21029629. Medical device expiration date: 2024-02-16. Device manufacture date: 2021-02-16. Medical device lot #: 21119718. Medical device expiration date: 2024-11-05. Device manufacture date: 2021-11-04. Medical device lot #: 21069577. Medical device expiration date: 2024-06-02. Device manufacture date: 2021-06-02. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using bd alaris smartsite extension set clogs caused flow issues making infusion impossible. 19 instances occurred. The following information was provided by the initial reporter: material #: 20059e batch #: 21119717 it was reported by the customer that they are having trouble flushing the saline locks. Isd - largebore 8 inch ext vlv ¿ product # 20059e # of occurrences - 19.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 21129197, d.4. Medical device expiration date: 13-dec-2024, h.4. Device manufacture date: 13-dec-2021. D.4. Medical device lot #: 21029625, d.4. Medical device expiration date: 11-feb-2024, h.4. Device manufacture date: 09-feb-2021. D.4. Medical device lot #: 21029629, d.4. Medical device expiration date: 16-feb-2024, h.4. Device manufacture date: 16-feb-2021. D.4. Medical device lot #: 21119718, d.4. Medical device expiration date: 05-nov-2024, h.4. Device manufacture date: 04-nov-2021. D.4. Medical device lot #: 21069577, d.4. Medical device expiration date: 02-jun-2024, h.4. Device manufacture date: 02-jun-2021. D.4. Medical device lot #: unknown, d.4. Medical device expiration date: unknown, h.4. Device manufacture date: unknown. H.6. Investigation: two samples (model #20059e, lot #21029625), two samples (model #20059e, lot #21029629), one sample (model #20059e, lot #21119718), three samples (model #20059e, lot #21129197), one sample (model #20059e, lot #21069577), and ten samples (model #20059e, lot unknown) were returned by the customer. It was reported that they are having trouble flushing the saline locks. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of 14 samples were open and that sample was able to be flushed. The failure was unable to be replicated in this sample. The fluid path of the other 5 samples were not open and was unable to be flushed. The customer complaint can be verified in this sample. Following a small number of similar reports, bd has conducted an in-depth investigation, CAPA#1998036, to identify any potential contributing factors for occlusions of this nature in the needle-free connector (smartsite). The investigation has determined that a potential contributor for the occlusion could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. Due to previous similar reports of this nature bd is currently recommending when encountering needle-free connector flow issues to follow the steps outlined in the attached letter. A device history record review for model 20059e lot number 21029625 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20059e lot number 21029629 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20059e lot number 21119718 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20059e lot number 21069577 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 20059e lot number 21129197 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21029625 regarding item #20059e. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21029629 regarding item #20059e. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21119718 regarding item #20059e. A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21069577 regarding item #20059e. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #21129197 regarding item #20059e.

Event description:
It was reported while using bd alaris smartsite extension set clogs caused flow issues making infusion impossible. 19 instances occurred. The following information was provided by the initial reporter: material #: 20059e , batch #: 21119717. It was reported by the customer that they are having trouble flushing the saline locks. Isd - largebore 8 inch ext vlv ¿ product # 20059e. # of occurrences - 19.